Event description:
Hospital reported that the tip broke while in the wrist. Breakage of the device resulted in a short delay to retrieve the fragments. Hospital contact confirmed that all the pieces were retrieved. Hosp reported no pt injury as a result of this malfunction. A hospital incident report was filed s&n is taking a conservative approach and filing an MDR.